Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Lead revision was reported in manufacturer report # 2182207-2025-00216.

Manufacturer narrative:
G2: united kingdom.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that since a lead revision, reported in manufacturer report # , the message ¿cannot provide your desired stimulation¿ was shown on the patient programmer when trying to increase stimulation. Before the revision everything was fine and the programmed settings were not changed. The ins battery level was at 80%, the programmed settings were relatively low (e.g. +/- 2ma, 300us and 60hz) and after performing an impedance measurement, the impedances were all in-range (1200-1800 ohms). Additional information was received reporting that the event was resolved and no further reporting needed. Additional information was received from the rep reported that troubleshooting was performed, and a cause was identified. Reprogramming was performed and the issue was resolved. Additional information was received from the rep reported that the device was reprogrammed around the electrodes with impedance issues. This was a multifidus approach, which means that the patient has 2 leads into the muscle as well as a standard spinal cord stimulator (scs) lead. The 2 leads into the muscle were causing the impedance issues and was reprogrammed around these. The issue was resolved. No further information was available.